Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch: the aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, it is likely IFU recommended reprocessing steps were not performed completely, due to the forceps elevator malfunction. However, the root cause of the reported issue could not be determined, since the forceps elevator malfunction was not confirmed, during olympus inspection. The event can be detected/prevented, by following the instructions for use, which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized, during every reprocessing cycle, even if the channels were not used, during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, the reported issue of the forceps elevator was not confirmed. The issue of the reduced angulation was confirmed. Due to deformation of the bending tube, the play of right/left/up/down knobs was out of the standard value. Due to wear of the angle wire, the bending angle in all directions did not meet the standard value. The adhesive on the bending section cover was detached. The grip and universal cord had a scratch. The plastic distal end cover was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, both knobs on the evis exera ii duodenovideoscope had play (reduced angulation) and the forceps elevator was not working properly. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Event description:
Additional information was received from the reporter. The issue was detected during maintenance. No procedure was impacted. The scope which had foreign material was not used on any patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. The customer did not have oer-aw and was performing manual cleaning steps of the scope as follows: precleaning (bedside), leakage testing, disinfection, water cleaning rinsing, cidex cleaning, water cleaning, drying, and storing in a cupboard. The customer was using the recommended accessories and following the instructions for use.